Event description:
Olympus was informed that during an unidentified therapeutic procedure, the distal end of the subject device was said to have broken and a portion fell into the patient's body cavity. The broken device fragment was reportedly 17.5 mm in size with no sharp edges, and was retrieved during the procedure. There was no patient harm reported.

Manufacturer narrative:
The device referenced in this report was returned to the original equipment manufacturer (OEM) for evaluation. The device was determined to have fractured 17.5 mm from the distal end. There was evidence of scratch at the fracture site. Based upon the results of the investigation, the OEM concluded that the breakage occurred due to a load placed on the device while the users were grasping and twisting the tissue while the output was activated. This report is being submitted as a medical device report in an abundance of caution.